Event description:
The healthcare provider reported injecting evolysse smooth into a patient on (B)(6) 2025. Two days later on (B)(6) 2025; the patient experienced lumps and large brusing.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. The device history record could not be reviewed as the lot number was not reported. Three attempts were made to obtain further information regarding this event; however, these efforts were unsuccessful. Injection site reactions, occur the day of or the days following the treatment, are localized to the area of injection and may include the following symptoms: lumps, bumps, tenderness/pain, swelling, induration, erythema, bruising. Most injection site reactions will typically resolve within 2 weeks to 30 days. Lumps bumps appearing just after administering an injection is likely the result of an uneven distribution of a product that has been injected too superficially or in too large a quantity. This effect is temporary. Upon completion of complaint investigation it was determined that this is a duplicate event that was previously reported to the FDA under report number 3003672980-2025-00168. All applicable reports have been linked in h10: related report numbers. Complaints: (B)(4). CAPA 25002.